Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. Even though the customer reported that they experienced the reported failures prior beginning the procedure, signs of blood and tissue were observed on the tool. Slight amount of charred tissue was observed on the jaws. The heater wire was slightly bent at the lower end of the hot jaw. It remained attached at the tip and the base of the jaw. The silicon on the hot and the cold jaw was frayed, cracked and, charred. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. No excessive smoke was observed during the evaluation which could be considered abnormal. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. It was observed that the toggle on the switch was stuck in the "on" position. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure modes " device remains activated", "bent wire" and the analyzed failure mode "burn of device or device component- jaws" but not confirmed for the reported failure "environmental particulates". The reported failure mode "device remains activated" is further being maintained under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro upon connection of ligating hemopro to the appropriate cord and generator, the ligating jaws became activated. This produced a small amount of smoke and began to deform the ligating jaws. This was during the testing phase, prior to being inserted into the evh tunnel. Customer disconnected power cord on the sterile field and passed device off of the sterile field. An additional device was opened in order to continue evh procedure. There were no issues with the second device and the evh was completed successfully. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro upon connection of ligating hemopro to the appropriate cord and generator, the ligating jaws became activated. This produced a small amount of smoke and began to deform the ligating jaws. This was during the testing phase, prior to being inserted into the evh tunnel. Customer disconnected power cord on the sterile field and passed device off of the sterile field. An additional device was opened in order to continue evh procedure. There were no issues with the second device and the evh was completed successfully. The hospital did not report any patient effects.